Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), uterine perforation ('remains of the product were left which perforated the uterus') and device breakage ('remains of the product were left which perforated the uterus') in a 35-year-old female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: no relevant personal surgery-medical records when the events took place. In 2009, the patient had essure inserted. On (B)(6) 2018, the patient experienced complication of device removal ("remains of the product were left which perforated the uterus"). On an unknown date, the patient experienced pelvic pain (seriousness criteria disability and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), back pain ("low back pain / lumbar pain"), headache ("cephalea / headaches"), metrorrhagia ("metrorrhagia"), genital haemorrhage ("excessive bleeding"), fatigue ("tiredness"), swelling ("swelling") and unevaluable event ("aesthetic damage"). The patient was treated with surgery bilateral salpingectomy on (B)(6) 2018 and subtotal hysterectomy on (B)(6) 2018. Essure was removed on (B)(6) 2018. On (B)(6) 2018, the complication of device removal had resolved. At the time of the report, the pelvic pain, uterine perforation, device breakage, back pain, headache, metrorrhagia, genital haemorrhage, fatigue, swelling and unevaluable event outcome was unknown. The reporter considered back pain, complication of device removal, device breakage, fatigue, genital haemorrhage, headache, metrorrhagia, pelvic pain, swelling, unevaluable event and uterine perforation to be related to essure. The reporter commented: once the essure device is removed, the symptoms do not disappear and the patient has to undergo surgery one more time, even though in the previous medical reports says that there are no visible remains of the device, and they are apparently entire, it is not the case and there are remains that have to be removed. This point is supported by the diagnostic imaging results report and the discharge summary of the second extraction of residues from (B)(6) 2018. After the bilateral salpingectomy on (B)(6) 2018, remains of the product were left which perforated the uterus. Therefore, on (B)(6) 2018, a second surgical intervention (subtotal hysterectomy) was performed to remove the essure remains. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: essure remains seen. Pathology test on (B)(6) 2018: bilateral salpingectomy to remove the essure device: the essure oh-device is given to the patient, it does not belong to the piece. Salpingectomy on (B)(6) 2018: bilateral salpingectomy with ligasure device was performed to remove the essure device. The intramural part is reached, and no remains of the essure device are found. The essure devices are checked and, apparently, they are intact. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), uterine perforation ("remains of the product were left which perforated the uterus") and device breakage ("remains of the product were left which perforated the uterus") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), swelling ("swelling"), metrorrhagia ("metrorrhagia"), back pain ("low back pain"), headache ("cephalea"), fatigue ("tiredness"), complication of device removal ("remains of the product were left which perforated the uterus") and unevaluable event ("aesthetic damage"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2018) and surgery (subtotal hysterectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, uterine perforation, device breakage, swelling, metrorrhagia, back pain, headache, fatigue, complication of device removal and unevaluable event outcome was unknown. The reporter considered back pain, complication of device removal, device breakage, fatigue, headache, metrorrhagia, pelvic pain, swelling, unevaluable event and uterine perforation to be related to essure. The reporter commented: after the bilateral salpingectomy on (B)(6) 2018, remains of the product were left which perforated the uterus. Therefore, on (B)(6) 2018, a second surgical intervention (subtotal hysterectomy) was performed to remove the essure remains. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2018 for the following meddra pts (excluding this case): pelvic pain: 11587 cases were identified. Uterine perforation: 1419 cases were identified. Device breakage: 2632 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), uterine perforation ('remains of the product were left which perforated the uterus') and device breakage ('remains of the product were left which perforated the uterus') in a 35-year-old female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: no relevant personal surgery-medical records when the events took place. In 2009, the patient had essure inserted. On (B)(6) 2018, the patient experienced complication of device removal ("remains of the product were left which perforated the uterus"). On an unknown date, the patient experienced pelvic pain (seriousness criteria disability and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), back pain ("low back pain / lumbar pain"), headache ("cephalea / headaches"), metrorrhagia ("metrorrhagia"), genital haemorrhage ("excessive bleeding"), fatigue ("tiredness"), swelling ("swelling") and unevaluable event ("aesthetic damage"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2018 and subtotal hysterectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. On (B)(6) 2018, the complication of device removal had resolved. At the time of the report, the pelvic pain, uterine perforation, device breakage, back pain, headache, metrorrhagia, genital haemorrhage, fatigue, swelling and unevaluable event outcome was unknown. The reporter considered back pain, complication of device removal, device breakage, fatigue, genital haemorrhage, headache, metrorrhagia, pelvic pain, swelling, unevaluable event and uterine perforation to be related to essure. The reporter commented: once the essure device is removed, the symptoms do not disappear and the patient has to undergo surgery one more time, even though in the previous medical reports says that there are no visible remains of the device, and they are apparently entire, it is not the case and there are remains that have to be removed. This point is supported by the diagnostic imaging results report and the discharge summary of the second extraction of residues from (B)(6) 2018. After the bilateral salpingectomy on (B)(6) 2018, remains of the product were left which perforated the uterus. Therefore, on (B)(6) 2018, a second surgical intervention (subtotal hysterectomy) was performed to remove the essure remains. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure remains seen. Pathology test - on (B)(6) 2018: bilateral salpingectomy to remove the essure device: the essure oh-device is given to the patient, it does not belong to the piece. Salpingectomy - on (B)(6) 2018: bilateral salpingectomy with ligasure device was performed to remove the essure device. The intramural part is reached, and no remains of the essure device are found. The essure devices are checked and, apparently, they are intact. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-mar-2021: ha number re-sent. No new information received, update to imdrf/FDA codes only. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), uterine perforation ('remains of the product were left which perforated the uterus') and device breakage ('remains of the product were left which perforated the uterus') in a 43-year-old female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: complication of device removal "remains of the product were left which perforated the uterus" (B)(6) 2018. The patient's medical history included smoker, pollen allergy and parity 2. No relevant personal surgery-medical records when the events took place. Postpartum 14 weeks. Concurrent conditions included lumbar pain, abdominal pain, metrorrhagia, hypermenorrhea and adenomyosis. Family history included diabetes (father) and blood pressure high (mother). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability and intervention required), uterine perforation (seriousness criterion intervention required), device breakage (seriousness criteria hospitalization and intervention required), dysmenorrhoea ("dysmenorrhea"), back pain ("low back pain / lumbar pain"), intermenstrual bleeding ("metrorrhagia"), genital haemorrhage ("excessive bleeding"), headache ("cephalea / headaches"), fatigue ("tiredness"), swelling ("swelling"), seasonal allergy ("pollen grain allerg") and uterine enlargement ("enlarged uterus"). The patient was hospitalized (B)(6) 2018. The patient was treated with tranexamic acid (amchafibrin) and surgery (bilateral salpingectomy on (B)(6) 2018 and subtotal hysterectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, uterine perforation, device breakage, dysmenorrhoea, back pain, intermenstrual bleeding, genital haemorrhage, headache, fatigue, swelling, seasonal allergy and uterine enlargement outcome was unknown. The reporter considered back pain, device breakage, dysmenorrhoea, fatigue, genital haemorrhage, headache, intermenstrual bleeding, pelvic pain, seasonal allergy, swelling, uterine enlargement and uterine perforation to be related to essure. The reporter commented: once the essure device is removed, the symptoms do not disappear and the patient has to undergo surgery one more time, even though in the previous medical reports says that there are no visible remains of the device, and they are apparently entire, it is not the case and there are remains that have to be removed. This point is supported by the diagnostic imaging results report and the discharge summary of the second extraction of residues from (B)(6) 2018. After the bilateral salpingectomy on (B)(6) 2018, remains of the product were left which perforated the uterus. Therefore, on (B)(6) 2018, a second surgical intervention (subtotal hysterectomy) was performed to remove the essure remains. Esthetic damage was also reported. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 85 kgs. Allergy test - on (B)(6) 2018: to rule out allergy to metals: epicutaneous tests with metal battery with double reading with negative result. Computerised tomogram - on (B)(6) 2018: enlarged uterus with the presence of a metallic rest of about 10 mm, observed in the thickness of the left endometrial wall. It is proposed for subtotal hysterectomy by laparoscopy. Hysterosalpingogram - on (B)(6) 2010: patient with bilateral tubal blockage. No evidence of passage of contrast through the tubes. Imaging procedure - on an unknown date: essure remains seen. Magnetic resonance imaging - on (B)(6) 2013: no herniated discs or neurological compression are appreciated. The patient continues to refer to feeling worse, because now apart from her lumbar pain, she also has cervical, arms and legs clinic. She has not found improvement with indicated treatment or physiotherapy during the last 17 days of march. She also has fixed pain at the lumbar level of a mixed nature. The worst is with night rest (sleep badly) and gets up worse. Pathology test - on (B)(6) 2018: bilateral salpingectomy to remove the essure device: the essure oh-device is given to the patient, it does not belong to the piece. Salpingectomy - on (B)(6) 2018: bilateral salpingectomy with ligasure device was performed to remove the essure device. The intramural part is reached, and no remains of the essure device are found. The essure devices are checked and, apparently, they are intact. Ultrasound abdomen - on an unknown date: liver of homogeneous structure, with normal size and echogenicity. Distended gallbladder, with walls of normal thickness and sonolucent interior. Intrahepatic and extrahepatic bile ducts of normal caliber. Portal vein of normal caliber and sonolucent interior, with centripetal flow. Suprahepatic veins of normal configuration. Pancreas of normal size and echogenicity. Homogeneous spleen, of normal size. Kidneys with normal morphology and parenchymal thickness. There is no dilatation of the excretory pathway. Poorly replenished bladder. There is no evidence of free intraperitoneal fluid. Rest of the abdominopelvic examination without significant alterations. X-ray - on (B)(6) 2018: part of essure is seen. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-mar-2022: medical record and plaintiff fact sheet received. Event pollen allergy, dysmenorrhea and uterine enlargement were added. Date of birth, medical history. Treatment drug and lab data were added. Essure insertion date updated. Follow up 11 and 12 processed together. Hospitalization reported for hysterectomy. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), uterine perforation ("remains of the product were left which perforated the uterus") and device breakage ("remains of the product were left which perforated the uterus") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) , the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), swelling ("swelling"), metrorrhagia ("metrorrhagia"), back pain ("low back pain"), headache ("cephalea"), fatigue ("tiredness"), complication of device removal ("remains of the product were left which perforated the uterus") and unevaluable event ("aesthetic damage"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2018) and surgery (subtotal hysterectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, uterine perforation, device breakage, swelling, metrorrhagia, back pain, headache, fatigue, complication of device removal and unevaluable event outcome was unknown. The reporter considered back pain, complication of device removal, device breakage, fatigue, headache, metrorrhagia, pelvic pain, swelling, unevaluable event and uterine perforation to be related to essure. The reporter commented: after the bilateral salpingectomy on (B)(6) 2018, remains of the product were left which perforated the uterus. Therefore, on (B)(6) 2018, a second surgical intervention (subtotal hysterectomy) was performed to remove the essure remains. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jul-2018: quality-safety evaluation of ptc. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain"), uterine perforation ("remains of the product were left which perforated the uterus") and device breakage ("remains of the product were left which perforated the uterus") in a 43 year-old female patient who had essure inserted for sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: contraceptive device removal incomplete ("remains of the product were left which perforated the uterus" from (B)(6) 2018 to (B)(6) 2018). The patient had a medical history of parity 2, pollen allergy and smoker. No relevant personal surgery-medical records when the events took place. Postpartum 14 weeks. The patient had a family history of diabetes (father) and blood pressure high (mother). Concurrent conditions were listed as adenomyosis, hypermenorrhea, metrorrhagia, abdominal pain and lumbar pain. On (B)(6) 2009, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criteria disability and intervention required), uterine perforation (seriousness criterion intervention required), device breakage (seriousness criteria hospitalisation and intervention required), dysmenorrhoea ("dysmenorrhea"), back pain ("low back pain / lumbar pain"), intermenstrual bleeding ("metrorrhagia"), genital haemorrhage ("excessive bleeding"), headache ("cephalea / headaches"), fatigue ("tiredness"), swelling ("swelling"), seasonal allergy ("pollen grain allerg") and uterine enlargement ("enlarged uterus"). The patient was hospitalised from (B)(6) 2018 to (B)(6) 2018. The patient was treated with amchafibrin (tranexamic acid) as well as surgery (bilateral salpingectomy on (B)(6) 2018 and subtotal hysterectomy on (B)(6) 2018).essure was removed on (B)(6) 2018. At the time of the report, the outcomes for the remaining events were unknown. The reporter considered back pain, device breakage, dysmenorrhoea, fatigue, genital haemorrhage, headache, intermenstrual bleeding, pelvic pain, seasonal allergy, swelling, uterine enlargement and uterine perforation to be related to essure administration. The reporter commented: once the essure device is removed, the symptoms do not disappear and the patient has to undergo surgery one more time, even though in the previous medical reports says that there are no visible remains of the device, and they are apparently entire, it is not the case and there are remains that have to be removed. This point is supported by the diagnostic imaging results report and the discharge summary of the second extraction of residues from (B)(6) 2018. After the bilateral salpingectomy on (B)(6) 2018, remains of the product were left which perforated the uterus. Therefore, on (B)(6) 2018, a second surgical intervention (subtotal hysterectomy) was performed to remove the essure remains. Esthetic damage was also reported. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 85 kg. [Allergy test] on (B)(6) 2018: to rule out allergy to metals: epicutaneous tests with metal battery with double reading with negative result [computerised tomogram] on (B)(6) 2018: enlarged uterus with the presence of a metallic rest of about 10 mm, observed in the thickness of the left endometrial wall. It is proposed for subtotal hysterectomy by laparoscopy [hysterosalpingogram] on (B)(6) 2010: patient with bilateral tubal blockage. No evidence of passage of contrast through the tubes [imaging procedure] (date unknown): essure remains seen [magnetic resonance imaging] on (B)(6) 2013: no herniated discs or neurological compression are appreciated. The patient continues to refer to feeling worse, because now apart from her lumbar pain, she also has cervical, arms and legs clinic. She has not found improvement with indicated treatment or physiotherapy during the last 17 days of march. She also has fixed pain at the lumbar level of a mixed nature. The worst is with night rest (sleep badly) and gets up worse [pathology test] on (B)(6) 2018: bilateral salpingectomy to remove the essure device: the essure oh-device is given to the patient, it does not belong to the piece [salpingectomy] on (B)(6) 2018: bilateral salpingectomy with ligasure device was performed to remove the essure device. The intramural part is reached, and no remains of the essure device are found. The essure devices are checked and, apparently, they are intact [ultrasound abdomen] (date unknown): liver of homogeneous structure, with normal size and echogenicity. Distended gallbladder, with walls of normal thickness and sonolucent interior. Intrahepatic and extrahepatic bile ducts of normal caliber. Portal vein of normal caliber and sonolucent interior, with centripetal flow. Suprahepatic veins of normal configuration. Pancreas of normal size and echogenicity. Homogeneous spleen, of normal size. Kidneys with normal morphology and parenchymal thickness. There is no dilatation of the excretory pathway. Poorly replenished bladder. There is no evidence of free intraperitoneal fluid. Rest of the abdominopelvic examination without significant alterations [x-ray] on (B)(6) 2018: part of essure is seen quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 27-feb-2023: reporter's city added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), uterine perforation ('remains of the product were left which perforated the uterus') and device breakage ('remains of the product were left which perforated the uterus') in a 35-year-old female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: no relevant personal surgery-medical records when the events took place. In 2009, the patient had essure inserted. On (B)(6) 2018, the patient experienced complication of device removal ("remains of the product were left which perforated the uterus"). On an unknown date, the patient experienced pelvic pain (seriousness criteria disability and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), swelling ("swelling"), metrorrhagia ("metrorrhagia"), back pain ("low back pain / lumbar pain"), headache ("cephalea / headaches"), fatigue ("tiredness"), unevaluable event ("aesthetic damage") and genital haemorrhage ("excessive bleeding"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2018 and subtotal hysterectomy on (B)(6) 2018. Essure was removed on (B)(6) 2018. On (B)(6) 2018, the complication of device removal had resolved. At the time of the report, the pelvic pain, uterine perforation, device breakage, swelling, metrorrhagia, back pain, headache, fatigue, unevaluable event and genital haemorrhage outcome was unknown. The reporter considered back pain, complication of device removal, device breakage, fatigue, genital haemorrhage, headache, metrorrhagia, pelvic pain, swelling, unevaluable event and uterine perforation to be related to essure. The reporter commented: once the essure device is removed, the symptoms do not disappear and the patient has to undergo surgery one more time, even though in the previous medical reports says that there are no visible remains of the device, and they are apparently entire, it is not the case and there are remains that have to be removed. This point is supported by the diagnostic imaging results report and the discharge summary of the second extraction of residues from (B)(6) 2018. After the bilateral salpingectomy on (B)(6) 2018, remains of the product were left which perforated the uterus. Therefore, on (B)(6) 2018, a second surgical intervention (subtotal hysterectomy) was performed to remove the essure remains. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure remains seen. Pathology test - on (B)(6) 2018: bilateral salpingectomy to remove the essure device: the essure oh-device is given to the patient, it does not belong to the piece. Salpingectomy - on (B)(6) 2018: bilateral salpingectomy with ligasure device was performed to remove the essure device. The intramural part is reached, and no remains of the essure device are found. The essure devices are checked and, apparently, they are intact. Quality-safety evaluation of ptc: unable to confirm complaint amendment: the report was amended for the following reason: correct receipt date from previous follow up is 10-feb-2020. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), uterine perforation ('remains of the product were left which perforated the uterus') and device breakage ('remains of the product were left which perforated the uterus') in a 43-year-old female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: complication of device removal "remains of the product were left which perforated the uterus" from (B)(6) 2018 to (B)(6) 2018. The patient's medical history included smoker, pollen allergy and parity 2. No relevant personal surgery-medical records when the events took place. Postpartum 14 weeks. Concurrent conditions included lumbar pain, abdominal pain, metrorrhagia, hypermenorrhea and adenomyosis. Family history included diabetes (father) and blood pressure high (mother). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability and intervention required), uterine perforation (seriousness criterion intervention required), device breakage (seriousness criteria hospitalization and intervention required), dysmenorrhoea ("dysmenorrhea"), back pain ("low back pain / lumbar pain"), intermenstrual bleeding ("metrorrhagia"), genital haemorrhage ("excessive bleeding"), headache ("cephalea / headaches"), fatigue ("tiredness"), swelling ("swelling"), seasonal allergy ("pollen grain allerg") and uterine enlargement ("enlarged uterus"). The patient was hospitalized from (B)(6) 2018 to (B)(6) 2018. The patient was treated with tranexamic acid (amchafibrin) and surgery (bilateral salpingectomy on (B)(6) 2018 and subtotal hysterectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, uterine perforation, device breakage, dysmenorrhoea, back pain, intermenstrual bleeding, genital haemorrhage, headache, fatigue, swelling, seasonal allergy and uterine enlargement outcome was unknown. The reporter considered back pain, device breakage, dysmenorrhoea, fatigue, genital haemorrhage, headache, intermenstrual bleeding, pelvic pain, seasonal allergy, swelling, uterine enlargement and uterine perforation to be related to essure. The reporter commented: once the essure device is removed, the symptoms do not disappear and the patient has to undergo surgery one more time, even though in the previous medical reports says that there are no visible remains of the device, and they are apparently entire, it is not the case and there are remains that have to be removed. This point is supported by the diagnostic imaging results report and the discharge summary of the second extraction of residues from (B)(6) 2018. After the bilateral salpingectomy on (B)(6) 2018, remains of the product were left which perforated the uterus. Therefore, on (B)(6) 2018, a second surgical intervention (subtotal hysterectomy) was performed to remove the essure remains. Esthetic damage was also reported. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 85 kgs. Allergy test - on (B)(6) 2018: to rule out allergy to metals: epicutaneous tests with metal battery with double reading with negative result. Computerised tomogram - on (B)(6) 2018: enlarged uterus with the presence of a metallic rest of about 10 mm, observed in the thickness of the left endometrial wall. It is proposed for subtotal hysterectomy by laparoscopy. Hysterosalpingogram - on (B)(6) 2010: patient with bilateral tubal blockage. No evidence of passage of contrast through the tubes. Imaging procedure - on an unknown date: essure remains seen. Magnetic resonance imaging - on (B)(6) 2013: no herniated discs or neurological compression are appreciated. The patient continues to refer to feeling worse, because now apart from her lumbar pain, she also has cervical, arms and legs clinic. She has not found improvement with indicated treatment or physiotherapy during the last 17 days of march. She also has fixed pain at the lumbar level of a mixed nature. The worst is with night rest (sleep badly) and gets up worse. Pathology test - on (B)(6) 2018: bilateral salpingectomy to remove the essure device: the essure oh-device is given to the patient, it does not belong to the piece. Salpingectomy - on (B)(6) 2018: bilateral salpingectomy with ligasure device was performed to remove the essure device. The intramural part is reached, and no remains of the essure device are found. The essure devices are checked and, apparently, they are intact. Ultrasound abdomen - on an unknown date: liver of homogeneous structure, with normal size and echogenicity. Distended gallbladder, with walls of normal thickness and sonolucent interior. Intrahepatic and extrahepatic bile ducts of normal caliber. Portal vein of normal caliber and sonolucent interior, with centripetal flow. Suprahepatic veins of normal configuration. Pancreas of normal size and echogenicity. Homogeneous spleen, of normal size. Kidneys with normal morphology and parenchymal thickness. There is no dilatation of the excretory pathway. Poorly replenished bladder. There is no evidence of free intraperitoneal fluid. Rest of the abdominopelvic examination without significant alterations. X-ray - on (B)(6) 2018: part of essure is seen. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 11-apr-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), uterine perforation ('remains of the product were left which perforated the uterus') and device breakage ('remains of the product were left which perforated the uterus') in a 35-year-old female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: no relevant personal surgery-medical records when the events took place. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), swelling ("swelling"), metrorrhagia ("metrorrhagia "), back pain ("low back pain / lumbar pain"), headache ("cephalea"), fatigue ("tiredness"), complication of device removal ("remains of the product were left which perforated the uterus"), unevaluable event ("aesthetic damage") and genital haemorrhage ("excessive bleeding"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2018 and subtotal hysterectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, uterine perforation, device breakage, swelling, metrorrhagia, back pain, headache, fatigue, complication of device removal, unevaluable event and genital haemorrhage outcome was unknown. The reporter considered back pain, complication of device removal, device breakage, fatigue, genital haemorrhage, headache, metrorrhagia, pelvic pain, swelling, unevaluable event and uterine perforation to be related to essure. The reporter commented: once the essure device is removed, the symptoms do not disappear and the patient has to undergo surgery one more time, even though in the previous medical reports says that there are no visible remains of the device, and they are apparently entire, it is not the case and there are remains that have to be removed. This point is supported by the diagnostic imaging results report and the discharge summary of the second extraction of residues from (B)(6) 2018. After the bilateral salpingectomy on (B)(6) 2018, remains of the product were left which perforated the uterus. Therefore, on (B)(6) 2018, a second surgical intervention (subtotal hysterectomy) was performed to remove the essure remains. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: bilateral salpingectomy to remove the essure device: the essure oh-device is given to the patient, it does not belong to the piece. Salpingectomy - on (B)(6) 2018: bilateral salpingectomy with ligasure device was performed to remove the essure device. The intramural part is reached, and no remains of the essure device are found. The essure devices are checked and, apparently, they are intact. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-feb-2020: legal claim received: patient's age and medical history were provided. Essure indication and lab results were provided, as well as the reason for the second surgery intervention. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), uterine perforation ('remains of the product were left which perforated the uterus') and device breakage ('remains of the product were left which perforated the uterus') in a 35-year-old female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: no relevant personal surgery-medical records when the events took place. In 2009, the patient had essure inserted. On (B)(6) 2018, the patient experienced complication of device removal ("remains of the product were left which perforated the uterus"). On an unknown date, the patient experienced pelvic pain (seriousness criteria disability and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), swelling ("swelling"), metrorrhagia ("metrorrhagia"), back pain ("low back pain / lumbar pain"), headache ("cephalea / headaches"), fatigue ("tiredness"), unevaluable event ("aesthetic damage") and genital haemorrhage ("excessive bleeding"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2018 and subtotal hysterectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. On (B)(6) 2018, the complication of device removal had resolved. At the time of the report, the pelvic pain, uterine perforation, device breakage, swelling, metrorrhagia, back pain, headache, fatigue, unevaluable event and genital haemorrhage outcome was unknown. The reporter considered back pain, complication of device removal, device breakage, fatigue, genital haemorrhage, headache, metrorrhagia, pelvic pain, swelling, unevaluable event and uterine perforation to be related to essure. The reporter commented: once the essure device is removed, the symptoms do not disappear and the patient has to undergo surgery one more time, even though in the previous medical reports says that there are no visible remains of the device, and they are apparently entire, it is not the case and there are remains that have to be removed. This point is supported by the diagnostic imaging results report and the discharge summary of the second extraction of residues from (B)(6) 2018. After the bilateral salpingectomy on (B)(6) 2018, remains of the product were left which perforated the uterus. Therefore, on (B)(6) 2018, a second surgical intervention (subtotal hysterectomy) was performed to remove the essure remains. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure remains seen. Pathology test - on (B)(6) 2018: bilateral salpingectomy to remove the essure device: the essure oh-device is given to the patient, it does not belong to the piece. Salpingectomy - on (B)(6) 2018: bilateral salpingectomy with ligasure device was performed to remove the essure device. The intramural part is reached, and no remains of the essure device are found. The essure devices are checked and, apparently, they are intact. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: correct receipt date from previous follow up is 10-feb-2020. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.